Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field (b5) incident description.

Event description:
It was reported the patient had surgery to revise their tined lead and neurostimulator. Initially, the patient experienced pain in their lumbar area and receives routine steroid injections to manage pain. The patient has a history of chronic lumbar issues. The patient also had a recent injury to the left side of their body. The patient has turned their device off but reported the pain persisted even with the device off. It was explained to the patient that it is likely not device related and was encouraged to see the implanting physician for further discussion. The patient stated the pain has been ongoing but has worsened since their last steroid injection. The patient is doing well and will attend a follow up with the physician. After the follow up, the physician said the device is not related to the musculoskeletal complaints the patient had. Moreover, the pain persisted with no change after the device had been off for several days. They turned the stimulation back on and the patient will have another follow up. The patient met with the physician and a lead revision is planned. The patient will have another follow up to see how things are going. The patient had the revision surgery as scheduled. The surgery was to be a lead revision only and keep the neurostimulator. However, the scrub tech accidentally threw the battery connected to the lead off the sterile field into a specimen bag, so they had to open a new ins. The patient sent a text saying they noticed improvement already.

Event description:
It was reported the patient experienced pain in their lumbar area and receives routine steroid injections to manage pain. The patient has a history of chronic lumbar issues. The patient also had a recent injury to the left side of their body. The patient has turned their device off but reported the pain persisted even with the device off. It was explained to the patient that it is likely not device related and was encouraged to see the implanting physician for further discussion. The patient stated the pain has been ongoing but has worsened since their last steroid injection. The patient is doing well and will attend a follow up with the physician. After the follow up, the physician said the device is not related to the musculoskeletal complaints the patient had. Moreover, the pain persisted with no change after the device had been off for several days. They turned the stimulation back on and the patient will have another follow up.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).